Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarm. Customer's blood glucose level was 89 mg/dl. Customer was able to clear the alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that the self test did not passed. Customer reported that the self test got hardware low level failures error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No pump error 4 anomalies noted during testing. Pump error 63 confirmed in pump history with variable due to broken trace at pin one on keypad assembly.